Event description:
The customer reported the remote alarm working intermittently. No patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer replaced the main printed circuit board assembly to resolve this issue. The device successfully passed all testing. Contact office: (B)(4).

Event description:
The customer reported the remote alarm working intermittently. No patient harm reported.

Manufacturer narrative:
Broken solder connections at cn2 pins 1 & 3 caused the remote alarm port not functioning. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.